Manufacturer narrative:
E1 : patient city : (B)(6), patient country : hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient experienced an event of infusion set leakage at the connection to the reservoir on (B)(6) 2025. Patient also reported bleeding at the infusion set insertion site. The high blood glucose was addressed using correction injection via multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006652 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from connection of hub to the reservoir. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set: the lot 6006652 was manufactured according to the wi version 17 and packaging in the multivac 10, on 17/apr/2024, with a total of (B)(4) units. Gluing of quick set: the lot 3l02533 was manufactured according to the wi version 12 in the gluing of tubing in the machine lc02, on 17/nov/2023, with a total of 37,000 units. The lot 3m00913 was manufactured according to the wi version 13 in the gluing of tubing in the machine lc02, on 09/dec/2023, with a total of 37,000 units. The lot 4a00594 was manufactured according to the wi version 13 in the gluing of tubing in the machine lc02, on 04/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection of hub to the reservoir and lot 6006652 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.